Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and was able to confirm the reported issue. The touchscreen failed to calibrate and the "exit calibration" tab did not respond to touch. The fse replaced the touchscreen and the issue was resolved. The device passed all required testing.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 13mar2019, date rec¿d by MFR : 08mar2019. The customer complaint of "touchscreen failure" was duplicated. The touchscreen was returned to philips for failure investigation and it was determined that the touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.